Event description:
It was reported that the patient was receiving antibiotics through PICC catheter, but it has begun to present leakage. Catheter has been removed and presents a hole. Catheter has been withdrawn and another vessel has been punctured with another material. Customer further reports: "patient submitted to pass of catheter powerpic 4fr monolumen on (B)(6)2020 , through brachial vein of the right arm. Introduced 39 cm, external marker references 0. Kept the usage till (B)(6)2020 , a total of 166 days of device use, for infusion of antibiotics twice a day and weekly collection of exams. On (B)(6)2020 , it was observed a soft moisture in the bandage after the infusion of the antibiotic, the patient was instructed to return to the hospital for evaluation with the specialist nurse. On (B)(6)2020 , during evaluation, after the flush infusion with physiological solution (saline) in a 10ml syringe, the bandage presented itself wet. The transparent skin was withdrawn and the infusion test was performed once again, and it was identified leakage of periosteum saline. At that time, it was requested to the medical staff a thoracic x-ray exam to evaluate the extension of the catheter, in an attempt to identify a possible torsion in the catheter's extension. It was not observed any abnormality in the image. Once again, it was tested the infusion in bolus and it was tested the infusion in pump, the catheter has remained with leakage, saline coming out in ostium. After argument with the medical staff, it was decided to remove the device due to extravasation and phlebitis risks. Then, it was identified a catheter rupture near to the 6cm deep marker." Patient did not present any symptom due to the leakage; patient submitted to x-ray exams; there was no exposure to blood or medication to the skin.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One photo sample of a powerpicc catheter was provided for investigation. The catheter is being held in a position to show the damaged region. The depth markers are not clearly visible and do not allow for the determination of the location of the damage. Red blood residue appears to be circumferentially aligned and is likely present due to a split in the catheter. The split surface characteristics could not be clearly observed from the photo provided. The event description indicates the device was in use for 166 days which suggests the damage occurred during use and a manufacturing related root cause is unlikely. Since evidence of a split was observed in the image provided, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of recu0458 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed. One 4 fr sl powerpicc catheter was returned for evaluation. The catheter extended up to the 40 cm depth marker. Two curved regions in the catheter were present between the proximal end and 8 cm depth marker. Blood residue was visible within the extension tubing. One photo sample of a powerpicc catheter was also provided for investigation. The catheter is being held in a position to show the location of the split. The depth markers are not clearly visible and do not allow for the determination of the location of the damage; however, the damage appears to resemble the damage present on the returned sample. The sample was flushed with water using a 12 ml syringe and a leak was observed between the 6-7cm depth marker located at the second curved region. Microscopic observation revealed a circumferential split near the 6 cm depth marker. The split edges were observed to be granular with material stress whitening. Material wrinkling was also visible along the split edges. The catheter was cut at the 5 cm depth marker in order to measure the outer diameter and wall thickness. The dimensions were found to be within manufacturing specification. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. The characteristics of the split suggest repeated kinking of the catheter leading to material fatigue likely contributed to the formation of a split. The product instructions for use (IFU) states, ¿caution: avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Event description:
It was reported that the patient was receiving antibiotics through PICC catheter, but it has begun to present leakage. Catheter has been removed and presents a hole. Catheter has been withdrawn and another vessel has been punctured with another material. Customer further reports: "patient submitted to pass of catheter powerpic 4fr monolumen on (B)(6) 2020, through brachial vein of the right arm. Introduced 39 cm, external marker references 0. Kept the usage till (B)(6) 2020, a total of 166 days of device use, for infusion of antibiotics twice a day and weekly collection of exams. On (B)(6) 2020, it was observed a soft moisture in the bandage after the infusion of the antibiotic, the patient was instructed to return to the hospital for evaluation with the specialist nurse. On (B)(6) 2020, during evaluation, after the flush infusion with physiological solution (saline) in a 10ml syringe, the bandage presented itself wet. The transparent skin was withdrawn and the infusion test was performed once again, and it was identified leakage of periosteum saline. At that time, it was requested to the medical staff a thoracic x-ray exam to evaluate the extension of the catheter, in an attempt to identify a possible torsion in the catheter's extension. It was not observed any abnormality in the image. Once again, it was tested the infusion in bolus and it was tested the infusion in pump, the catheter has remained with leakage, saline coming out in ostium. After argument with the medical staff, it was decided to remove the device due to extravasation and phlebitis risks. Then, it was identified a catheter rupture near to the 6cm deep marker." Patient did not present any symptom due to the leakage; patient submitted to x-ray exams; there was no exposure to blood or medication to the skin.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recu0458 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was receiving antibiotics through PICC catheter, but it has begun to present leakage. Catheter has been removed and presents a hole. Catheter has been withdrawn and another vessel has been punctured with another material.